Manufacturer narrative:
On may 31, 2023, mentor received addiitonal information. Mentor became aware that although there was a rent discovered by the analysis team, the surgeon reported that the the patient's right prosthesis was found intact upon removal. As such, rupture is no longer applicable to the file. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 17, 2023, mentor received the device for evaluation. On june 01, 2023, mentor completed a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant had an area of shell abrasion on the posterior view, and a tear was found within it, measuring approximately 0.4 cm. A microscopic examination was performed, and instrument damage was not found at the edges of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 14, 2023, mentor identified the returned device as the left prosthesis. As such, the device evaluation submitted in mwr-17052023-0001409209 is applicable to the contralateral device. Furthermore, the right device has not been received for analysis. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 49-year-old female patient underwent a primary breast augmentation surgery with 550cc mentor memorygel breast implants. Post-operatively, the patient experienced pain in the left breast. She was diagnosed with baker grade IV capsular contracture of the left breast and bilateral rupture of her prostheses, which were identified during a physical exam. As a result, the patient underwent removal on (B)(6) 2023. This report is for the right implant. Refer to manufacturing report number 1645337-2023-01904 for the contralateral event.